Manufacturer narrative:
Refers to the main device, other components include: product ID 8840, serial# (B)(4), product type: programmer, physician. Updated to include additional device codes in accordance with new information received.

Event description:
Additional information was received from a manufacturer's representative (rep) on (B)(6) 2016. It was confirmed that the rep themselves was the initial reporter of this event. According to the rep, their personal 8840 abruptly stopped in the middle of programming a new pump. The rep had to reinterrogate the patient's pump which showed the pump had been put into stop mode and had not administered any medication. Once the rep reinterrogated and loaded up the correct information, the physician updated the pump again.

Manufacturer narrative:
Other components include: product ID 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 25 mcg/ml prialt at 1.4 mcg/day via an implantable pump for non-malignant pain and failed back surgery. On (B)(6) 2016, it was reported that an error code was observed on the physician&#62688;pump programmer. The code was 08:08:f8:f8-544. The programmer card version was aar. The pump was programmed to stopped mode and the priming bolus that was intended to be programmed was not received by the pump. It was reported that the reservoir volume was still at 14ml which is what was initially programmed, indicating that the prime did not run. Another programmer was used to reprogram the flex dosing and the priming bolus, with a prime duration at 28 minutes and 0.251 ml + 0.199 = 0.45.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.